Manufacturer narrative:
(B)(4). Date sent 7/25/2024. D4 batch # 873c74.

Manufacturer narrative:
(B)(4). Date sent 7/24/2024. D4 batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 7/23/2024. D4 batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Were there any issues with staple formation (malformed staples, staple line missing staples, etc.)? If yes, please explain. Sounds like 30% staple line missing. 2. Was the staple line interrupted; staples not present/visible on any portion of the staple line? 30%. 3. Did the device cut the tissue? Yes. 4. Was it a partial cut? If so what was cut partially, washer or tissue? Complete cut and stapler removed. 5. If yes/no, was there any issue with the cut no issues with the cut. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a left sigmoid colectomy procedure that the firing seemed normal but after the leak test is was found that thirty percent of the anastomosis was open. Another like device was used to redo the anastomosis. Second leak test showed no leaks. There were no adverse consequences for the patient. Patient is doing well and already home.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2024. D4: batch #873c74. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was returned along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 873c74, and no non-conformances were identified.